Event description:
It was reported that the ventilator's printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, saline depositions near power connection were cleaned and printed circuit board in this location was cleaned as well. The ventilator passed all functional and safety tests and was cleared for clinical use. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. It has remained unknown when or under which circumstances the saline spilled onto device. The cause of this issue has been classified as accidental damage. The root cause to the reported issue has not been determined. A correction of field # d1 brand name and # d4 version or model# was required. D1 ¿ brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air, corrected version or model #: 6882000.